Event description:
It was reported that patient told physician that the cylinder of the penile prosthesis was ruptured seven years after implant. Other than that, the patient did not have any adverse effects. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of cylinder break and mechanical issue were confirmed via product analysis.the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak and bulge with broken fabric treads in proximal cylinder body attributed fatigue and wear at fold. Cylinder 1 was not pressure test due to leak and bulge with broken fabric treads was identified. Both cylinders had wear at fold in cylinder body. Cylinder 2 was pressure tested and performed within specification. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient told physician that the cylinder of the penile prosthesis was ruptured seven years after implant. Other than that, the patient did not have any adverse effects. The procedure was completed with another of same device. There were no patient complications reported.